Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error message appeared. A technical support specialist checked the station and found the database bloated beyond 10 gb. Unable to shrink or re-index. In microsoft sql server, identified numerous sqldump files causing the c drive to be bloated. This likely persisted for some time, causing purge failures and further db growth. Deleted the sqldump files but still unable to shrink the db. Login to medapp failed with a fatal error message, preventing access to cfnadmin profile to attempt db drop and full sync. Advised customer to first check for any hardware issues, then proceed with reimaging the station. Reimage recommended to restore functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were unable to access station gbq4-q14 due to a fatal error message. Investigation revealed that the c: drive was out of free space, and the database size exceeded 10 gb. Some disk space was cleared by removing files from the temporary folder; however, the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.